Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pump speed changed to 9000 after a low flow alarm without anyone changing the settings on the system monitor. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.